Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms of abdominal pain and cloudy effluent. On an unreported date, the patient began treatment with intraperitoneal amikacin (200mg once daily; duration not reported) and intraperitoneal vancomycin (once daily; dose and duration not reported) for the peritonitis. After seven days, the patient was discharged from the hospital and was reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.